Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level, insulin pump's screen was blank and the customer was hospitalized due to an accident. The customer¿s blood glucose level was 574 mg/dl at the time of incident. The customer reported that he met with an accident which resulted in crushing of the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to confirm blank display and unable to perform any tests due to lcd physical damage. Pump received with corroded battery tube, broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.